Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from an unspecified location. The leak was identified during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured march 10, 2018 to march 11, 2018. The device was received for evaluation. A visual inspection was done which revealed defects in the ink printing at the 50 ml area. A functional test was performed which observed a leak from the front of the bag in the same area of the print defects. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.